Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records do not contain dialysis treatment records, hospital progress notes or physician orders for review. Medical records reveal that the patient had blood cultures, urine cultures and peritoneal dialysis fluid cultures sent but results are not available for review. Medical rec ords reveal that the patient had recently had her fill volume increased to improve her clearance. In addition the patient used 2.5% delflex instead of typical 1.5%. The use of this higher concentrate of delflex would be intended to draw off more fluid and therefore could cause a drop in blood pressure. Medical record also reveals the physician intended to improve patient's clearance which would cause a drop in blood pressure. Therefore, events occurred as a result of physician's intention to increase fill volume and patient's use of higher concentrate of delflex. There is no documentation in the medical record that indicates a casual relationship between the patient's liberty cycler and the patient's hypotension. There is no documentation in the medical records that indicates a casual relationship between the patient's liberty cycler set and the patient's hypotension. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius producted caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient initially reported he was hospitalized. Follow up with peritoneal dialysis registered nurse(pdrn) revealed the patient was hospitalized for several days due to dehydration. The patient experienced a drop in blood pressure, fainted and was subsequently hospitalized. Medical records were reviewed. During the patient's peritoneal dialysis, she felt tired, weak and dizzy. The patient checked her blood pressure (bp) and found it to be in the 80's. The patient felt like she was nearly going to pass out. The patient stopped her peritoneal dialysis and still left her pd fluid volume in the abdomen. The patient rechecked her blood pressure and still found ti on the low side with her heart rate on the high side. Patient felt anxious and nervous and took a xanax. Patient went to th hospital for evaluation. Patient's initial blood pressure at the hospital was fine. Later the patient's blood pressure dropped into the 70's. Patient was bolused with intravenous (IV) fluids and her bp improved. However, the patient was still borderline tachycardic and admitted into the hospital. The patient was also administered empiric intravenous antibiotics to cover for any signs of peritonitis however; the medical records reveal that the patient did not clinically have peritonitis.